Manufacturer narrative:
The hospital staff troubleshot the and correct the issue onsite with techsuppoort over the phone. The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. The customer called back and confirmed that the light intensity switch was low, issue resolved.

Event description:
The customer reported to natus on may 4th, 2017 that their neoblue 3 reporting that while measuring the spec of the device, the high was fine but the low read .5 and the led were yellow. Technical support asked if he had checked the current board and he had not. Tech support advised that he check the current board for any damage and then to have the device reseat the intensity wires on both ends which resolved the issue. There was no report of harm, or serious injury.